Manufacturer narrative:
Our field service engineer investigated the ventilator on site. The reported issue was resolved by replacing both air and o2 gas modules. No logs have been received and we have therefore not been able to verify the o2 concentration issue. The air and o2 gas modules regulate the inspiratory gas flow and gas mixture. The faulty gas module may lead to stop of ventilation, low o2 or high pressure. Our conclusion is that the replaced air and o2 gas modules were the cause of the failure. However, the root cause of why the parts failed has not been established as the parts were not returned for investigation. A correction of field # d1 brand name, # d4 version or model were required. D1 ¿ brand name - previous brand name: servo-u, corrected brand name: base unit servo-u. D4 ¿ version or model # - previous version or model #: servo-u, corrected version or model #: 6694800.

Event description:
Manufacturers ref: #(B)(4).

Event description:
It was reported that the ventilator was displaying other values of o2 concentration than set. There was no patient harm reported. Manufacturer's ref. #: (B)(4).